Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening properly. A field service engineer adjusted the inner rails and the solenoid but was unable to achieve reliable operation. As a result, both drawer rails were replaced and customer tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was sticking and not opening reliably. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.